Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. The pump was monitored, and no unexpected suspend noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There is no unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. On the event date of 07-aug-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 07-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 07-aug-2025. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (40 units). Several boluses were programmed and delivered. 20 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 20 units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25 units bolus delivery and the pump alarmed no reservoir detected properly. No unexpected error message, low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.89 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly, low reservoir anomaly, unexpected suspend and exposure to magnetic field or MRI were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl. The customer also reported damage to the insulin pump. The event involved product(s) mmt-1884g, mmt-332a, mmt-332a, mmt-7020la & mmt-386a. Troubleshooting was done for the low blood glucose event and found the customer was transported by the emergency medical services and treated with an intravenous drip. The customer was not sure if they were getting insulin from the insulin pump. The customer also reported getting a low reservoir alarm and the insulin pump being suspended. The customer also reported symptoms of dehydration & hypokalemia. Troubleshooting was also done for the damage issue and found the location of damage was on the back of the insulin pump. The customer also stated the insulin pump was exposed to a magnetic resonance imaging. The insulin pump was used within 48 hours of the reported event and the automode/smart guard feature was active. No further patient complications were reported. The product mmt-1884g will be returned for analysis but the product(s) mmt-332a, mmt-332a, mmt-7020la & mmt-386a will not be returned for analysis.